Event description:
Dr. Was attempting to do an antigrade puncture of the rt common femoral artery. There was a bio contralateral sheath in the rt common femoral artery from the previous day. When the dr. Attempted to pull the sheath out, it broke off about 10 cm from the skin surface. Another dr. Was contacted and arrived about 15 minutes later with his surgery team. They did a cut down of the rt femoral artery and removed the broken off sheath.